Event description:
Bed found in storage tagged "no power". No injury alleged.

Manufacturer narrative:
On (B)(6) 2011 - due to no death or injury being reported, a field investigation will not be performed. Tech found the bed in storage tagged "no power". Isolated problem to cut in power cord, exposing metal wires. Replaced power cord to resolve this issue.